Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during use of the catheter, the tip of the device detached within the patient. A snare was used to remove the tip of the device from the patient. The procedure was delayed by two and a half hours more than expected.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record and complaint database could not be performed as a lot number was not provided. Corrective actions are in process.